Event description:
The customer reported this transvenous right ventricular (rv) lead did exhibit high rv thresholds. As a result, this rv lead was surgically abandoned (capped). On (B)(6) 2011, the sales representative reported the thresholds were at least somewhere around 4/4.5v at 0.5ms. There was no report of adverse patient symptom. The lead was actively implanted for approximately 8 years, 5 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. There was no report of adverse patient symptom. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.